Event description:
Caller reports back to back results of 432mg/dl and 424mg/dl on inform system compared to a lab result of 158mg/dl. Quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.